Event description:
It was reported while using bd bbl gram stain kit that there was bacteria contamination on the quality control slide. The stain did not pass qualification for use and was not used on patient samples.

Manufacturer narrative:
The following fields have been updated with additional information. D9: device available for evaluation: yes d9: returned to manufacturer on: 31-may-2024 investigation summary: this memo is to summarize findings on your complaint related to kit gram stain stabilized, catalog number 212539, batch# 3297861, and complaint #10243613 for contamination. Components are mixed and dispensed into containers. Following qc release, and based upon inventory demand, final packaging operations occur, which include dispensing into and labeling of final configurations, followed by transport to the distribution center. The complaint investigation included a review of the gram stain kit. The batch history record review indicated no discrepancies. All release testing was satisfactory. Complaint trends were reviewed for a period covering 12 months. During that time there have been no confirmed complaints for the defect in question. The return was received on 31-may-2024. A retention and return samples from the complaint batch were evaluated along with a control batch. Staining was completed per instructions in the product insert. Slides of e. Coli atcc 25922 and s. Aureus atcc 25923 controls were evaluated and had satisfactory staining results for the retention, return and control batches. The retention and return samples were comparable to the control. Blank slides were stained with retention, return, and control batches. No contamination was found on any of the slides. Bd will continue to trend on this issue.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bbl gram stain kit that there was bacteria contamination on the quality control slide. The stain did not pass qualification for use and was not used on patient samples.